Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on september 21, 2022 with lot number 2475754. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as to a fold flaw opening with stress marks around the opening and missing piece of the shell assessed as to inconclusive. Additional observations: crease fold: observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side rupture. The device has been explanted and replaced.